Event description:
The pt contacted the hcp complaining of withdrawal symptoms. No specific symptoms were reported. The pt ended up being hospitalized. The hcp interrogated the pump and noted a motor stall message. The hcp stated that the pt had not had a MRI or been around emi. The logs were faxed and noted that the pump was stalled for approx 23 hours before it was restarted using a restart command. The hcp is considering a roller study, and will supplement the pt with oral medications. The pt's pump contained sufentanil and bupivacaine. The pt outcome was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.